Manufacturer narrative:
Clarification to d6a: partial date of "10 years ago" reported. Continued e1 -- alternate phone number: (B)(6). The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "alcl" / lymphoma - alcl - suspected (anaplastic large cell lymphoma).

Event description:
Healthcare professional reported left side "alcl." Pathological markers have not been provided. The device remains implanted.